Manufacturer narrative:
(B)(4). The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Pump was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 280 mg/dl at the time of incident. The customer reported that the while attempting to remove battery cap battery compartment had crack. The customer was advised that insulin pump need to be replaced and revert to the back up plan. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.